Manufacturer narrative:
A spacelabs healthcare technical support representative worked with the customer to troubleshoot the issue. Despite troubleshooting steps, the user could not get the display to return. The display was swapped with a loaner and the loaner display functioned normally. The faulty stand alone display was shipped to spacelabs healthcare for depot repair. The device was evaluated by an equipment service center technician and no issue was identified. The reported failure could not be reproduced. The display was returned to the customer. Cause of failure was not determined as no failure was identified with the unit.

Event description:
The customer reported that while monitoring telemetry patients, their display went blank, preventing the ability to see the patients on that display. There was no patient or user harm associated with this event.